Event description:
It was reported that during a percutaneous coronary intervention (pci), a balloon burst occurred. The 90% stenosed, severely calcified and moderately tortuous target lesion was located in the mid right coronary artery (rca). After the lesion was ablated with a 1.5mm rotalink burr, intra-vascular ultrasound (ivus) confirmed severe calcification in the rca. The 8x3.25mm quantum maverick monorail coronary balloon was used to dilate the lesion but on the first inflation, it burst at 18 atmospheres. The balloon was successfully removed from inside the patient and the procedure was completed with another of the same device. No patient complications were reported. The patient's current condition is listed as "no problem."